Event description:
It was reported that customer experienced low blood glucose level. The customer¿s blood glucose level was 40 mg/dl and current blood glucose level was 102 mg/dl. Customer was treated with glucose tablets. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer alleged insulin pump was over delivering. Display was getting loose troubleshooting was performed. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.